Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, gender, weight, race, ethnicity, and medical history were not provided. Revive se is not distributed in the u.s.; however, it is similar to the revive pv that is distributed in the u.s. Physical manufacturer name: codman and shurtleff inc., dba depuy synthes products, inc. (B)(4). Initial reporter phone: (B)(6); initial reporter email was not reported. [Conclusion]: the healthcare professional reported that during the thrombectomy procedure for a brain infarction, the 4.5 mm revive thrombectomy device (frs21452299 / s13209) was opened for use; there were some defects that were confirmed, and the device was not used. It was reported that the revive se device was inserted into a y connector that was attached to a microcatheter (unknown brand), there was some flushing difficulty encountered. The device could not be flushed. The device was removed from the sheath introducer and it was confirmed that the revive se device was tied inside the sheath introducer. It was replaced with a new revive se device and the procedure was resumed and was successfully completed without further issues or delay. It was confirmed that the device was inside the introducer when the package was opened. The introducer was in zipped condition as normal when the device was removed from the packaging. There was no report of patient injury or complication; the complaint product was new and was stored per labeling instructions. The 4.5 mm revive thrombectomy device was returned for analysis. The investigation finding is documented below. Investigation summary: the non-sterile revive se device was received contained in a pouch. Visual inspection confirmed that the delivery wire and the introducer were in normal, good condition. Microscopic inspection was performed on the returned device. The basket was observed to be tangled, upon higher magnification, the tangle condition was an actual knot. The proximal end of the coil / basket junction was without physical damage, but a foreign material was observed at this junction. The distal section of the basket and the distal end ball tip were both in normal, good condition. Due to the tangle knot observed on the basket of the device, functional testing cannot be performed; the knot in the basket prevent the placement into the introducer. The inner diameter (ID) of the introducer was measured to be 0.024 inch; which is considered within the specification of 0.024 inch ± 0.001 inch. The foreign material underwent fourier-transform infrared spectroscopy (ftir) and was found to be composed of a siloxane-based material, better known as silicone. However, the origin of the foreign material remains unknown. The foreign particle was not originally documented in the complaint. The reported issue related to the flushing difficulty was not confirmed as the device could not be evaluated due to the knot in observed in the basket of the device. The manufacturing team was consulted on the knot that was observed and the team stated that the tangle/knot condition has not been observed during the manufacturing process. Due to the presence of the knot, functional analysis could not be conducted on the returned device. A review of manufacturing documentation associated with this lot (s13209) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no non-conformances related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. The exact cause of the observed tangle/knot in the basket of the device cannot be conclusively determined. Manufacturing record for the device was reviewed and no issue was noted during the manufacturing or inspection of the finished device. Devices undergo 100% inspection at final assembly for the condition of the whole device. The observed tangle/knot in the basket would have been noticed during final inspection. Thus, it is not likely that the 4.5 mm revive thrombectomy device left the manufacturing facility with the observed tangle/knot unnoticed. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective/preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during the thrombectomy procedure for a brain infarction, the 4.5 mm revive thrombectomy device (frs21452299 / s13209) was opened for use; there were some defects that were confirmed, and the device was not used. It was reported that the revive se device was inserted into a y connector that was attached to a microcatheter (unknown brand), there was some flushing difficulty encountered. The device could not be flushed. The device was removed from the sheath introducer and it was confirmed that the revive se device was tied inside the sheath introducer. It was replaced with a new revive se device and the procedure was resumed and was successfully completed without further issues or delay. It was confirmed that the device was inside the introducer when the package was opened. The introducer was in zipped condition as normal when the device was removed from the packaging. There was no report of patient injury or complication; the complaint product was new and was stored per labeling instructions. It was reported that the product is available to be returned for evaluation and analysis. The 4.5 mm revive thrombectomy device was returned for analysis. It was initially interpreted that the revive se was unable to move from the introducer (tied inside the introducer); however, when the product was received, preliminary analysis photos taken on 14 march 2019, revealed that the device was tied in an actual knot. Based on the preliminary photos, this event has been deemed MDR reportable as a ¿malfunction.¿ additional information received from the j&j (B)(4) confirmed that the knot observed on the basket of the revive se device was not due to post-procedure handling. It was reported that the device was not placed in an area where it may have been contaminated with any type of glue or foreign material. The sterile pouch that contained the device was properly sealed. There was no difficulty removing the device from the packaging. During flushing, the solution did not come out of the proximal end of the introducer sheath; the device did not exit the introducer sheath. The rotating hemostat valve (rhv) was not overtightened onto the introducer sheath. The introducer was not flushed by infusing heparinized saline into the microcatheter via its side port until a continuous drip was observed exiting the proximal end of the introducer sheath. There had been no attempt to torque or turn the revive se device after the advancement through the y connector. It was also confirmed that the device had not been removed for the returned packaging when it was received by the j&j (B)(4) affiliate.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to update the functional testing and investigational finding of the returned device. Corrections were also made to the manufacture address. [Conclusion]: the healthcare professional reported that during the thrombectomy procedure for a brain infarction, the 4.5 mm revive thrombectomy device (frs21452299 / s13209) was opened for use; there were some defects that were confirmed, and the device was not used. It was reported that the revive se device was inserted into a y connector that was attached to a microcatheter (unknown brand), there was some flushing difficulty encountered. The device could not be flushed. The device was removed from the sheath introducer and it was confirmed that the revive se device was tied inside the sheath introducer. It was replaced with a new revive se device and the procedure was resumed and was successfully completed without further issues or delay. It was confirmed that the device was inside the introducer when the package was opened. The introducer was in zipped condition as normal when the device was removed from the packaging. There was no report of patient injury or complication; the complaint product was new and was stored per labeling instructions. The 4.5 mm revive thrombectomy device was returned for analysis. The investigation finding is documented below. Investigation summary: the non-sterile revive se device was received contained in a pouch. Visual inspection confirmed that the delivery wire and the introducer were in normal, good condition. Microscopic inspection was performed on the returned device. The device basket was observed to be in a tangled condition; upon higher magnification, the tangle condition was an actual knot. The proximal end of the coil / basket junction was without physical damage, but a foreign material was observed at this junction. The distal section of the basket and the distal end ball tip were both in normal, good condition. The foreign material underwent fourier-transform infrared spectroscopy (ftir) and was found to be composed of a siloxane-based material, better known as silicone. However, the origin of the foreign material remains unknown. The foreign particle was not originally documented in the complaint. Further information was received from the manufacturing team indicates that the observed tangle/knot condition has not been seen during the manufacturing process. Additionally, during communication with the j&j japan affiliate, it was determined that this tangle/knot might have occurred during customer manipulation; the tangle/knot was likely created by the medical staff to mark the product as defective after the physician decided to replace the device due to the flushing difficulty. The source of the foreign material remains unknown; however, this material was not originally reported/documented in the complaint and might be related to the manipulation of the device. Functional testing initially could not be performed due to the tangle/knot condition on the device basket. When the basket section was cut out to send the foreign material to ftir analysis, the device was able to undergo functional test. The device was inserted into a lab sample y connector attached to a lab sample prowler select plus microcatheter. The connected device was flushed without any difficulty using a lab sample syringe. A dimensional test was performed, and the device dimensions were within specification. The inner diameter (ID) of the introducer was measured to be 0.024 inch; which is considered within the specification of 0.024 inch ± 0.001 inch. A review of manufacturing documentation associated with this lot (s13209) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no non-conformances related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. A report was run to find complaints with the same characteristics related to the lot s13209; no other complaints were found. The reported issue that the 4.5 mm revive thrombectomy device was difficult to flush was not confirmed through the functional test performed on the returned device. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective/preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.